Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the healthcare professional (hcp) was "not sure what [was] exactly wrong with the catheter. The patient's pain this morning was "back to normal", but they felt like the pump "was exploded" and the patient had distended belly pain. There was fluid pocket over the pump and the hcp tried to put a need into the pocket to try and aspirate the fluid and was unable to. The hcp then removed the needle, and there was "a cerebrospinal fluid (csf) leak through the skin". The pump was used to deliver morphine. It was further reported there was an infection located at the pump pocket. The hcp initially suspected a catheter disconnection, but was not "ruling out infection as [the patient] had a white blood cell count (wbc) of 13,000. When the pocket was opened, large amounts of pustulous fluid was present. The pump and catheter were then explanted. Cultures were taken and found gram positive cocci. Antibiotic treatment was necessary.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter sutureless connector found coring/tears/cuts in seal; analysis of the catheter body found user related hole.

Event description:
Additional information received reported the patient was managing on oral medication and had recovered from explant.